Event description:
A customer contacted baxter's technical service center to report that a bag was disconnected from the setup while on the homechoice (hc) display during dwell 2. The home patient (hp) requested assistance to end therapy early. The technical service representative (tsr) assisted the hp to end therapy early and advised to notify nurse. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time.the sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and a cause was undetermined.